Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. Follow up later revealed the cause of death was "pnuemonia and nothing to do with the device."

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.